Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zlb00, is planned to be explanted from the left eye of a female patient because she could not tolerate the multifocal lens. The patient complained of blurred vision, shadows, and glare in both eyes. She also had difficulty reading. The explant will occur after the patient has fully recovered from the explant surgery on her right eye and is comfortable in moving forward. No further information was provided. A separate MDR for the right eye will be filed to capture the explant.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.